Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "this is a single use device. Do not re-sterilize any portion of this device. Periodic observation of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed." The device was not returned.

Event description:
It was reported that the foley catheter was completely clogged and flushing the catheter reportedly did not help. No patient injury was reported.

Event description:
It was reported that the foley catheter was completely clogged and flushing the catheter reportedly did not help. No patient injury was reported.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "this is a single use device. Do not re-sterilize any portion of this device. Periodic observation of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed."